Event description:
It was reported that after placing the lead during the implant attempt, it was impossible to bring out the stylet. The doctor had difficulties removing the stylet due to resistance. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The visual analysis indicated both ends of the stylet were removed without resistance.